Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is (B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: mcaloon cj, anderson bm, dimitri w, et al. Long-term follow-up of isolated epicardial left ventricular lead implant using a minithoracotomy approach for cardiac resynchronization therapy. Pacing clin electrophysiol. 2016;39(10):1052-1060.

Event description:
A journal article was reviewed which contained information regarding epicardial left ventricular (lv) leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reported no lv pacing capture resolved with reprogramming or lv lead replacement. The article also reported wound infection that was treated with antibiotics. Outside of one patient where the lv lead was replaced, the remainder of lv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.